Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. (B)(4). Balloon pump fails safety disk leak test - diagnostic finishes with a, consistent, pressure gain of 4 mmhg - replaced crm to fix problem; safety disk expired on 02/23/2014 - replaced safety disk; helium tank gauge reads 1604 psi. Check pneumatic performance service diag's; perform functional tests; verify balloon pump meets factory spec's; perform electrical safety tests; complete pm with full calibration, functional testing and safety check to factory specifications. Upon receipt of the replaced parts for evaluation a supplement document will be provided with new info if any. (B)(4).

Event description:
Safety disk leak test fails. Incident occurred during routine check by company rep. No pt was involved.